Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5039601) in united states on 15-jan-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010. Consumer reported that she since the essure insertion, she has had horrible cramps, weight gain, migraines, back pain, depressions, hives, confusion and much more. Ptc investigation result was received on 12-feb-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 11-may-2015 from consumer via regulatory authority (case#mw5039601). Essure was inserted on (B)(6) 2010. Follow up information received on 25-jun-2015: the required number of follow-up attempts has been completed, with no response to date. Case closed. Follow-up received on 13-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4)). Consumer reported that, thanks to essure, she does not feel like a complete women. She had to have a hysterectomy leaving only her ovaries due to the daily struggle of essure. The pain became too unmanageable, the fatigue made living very hard, she gained weight, was irritable, bled like crazy, had cramps so bs (understood as bad) she couldn't walk. Not to mention the migraines, mind confusion and loss of wanting to make love. In (B)(6) of 2015, consumer had surgery to remove the birth control essure from her body and states that, 7 months later; she is feeling almost normal again. Company causality comment: this spontaneous and non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and bled like crazy. She also presented a pain that became too unmanageable. These events, seen as pelvic pain and genital bleeding, are serious due medical importance and required intervention and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Given their nature and implied temporal relationship, causal relationship with essure use cannot be excluded. Previously this case was assessed as non-incident. Upon monitoring of postings in FDA hosted docket website, it was detected that device removal was required (via hysterectomy) and seven months later, she was feeling almost normal again (recovered). Therefore, this case was upgraded to incident. Technical assessment is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and bled like crazy. She also presented a pain that became too unmanageable. These events, seen as pelvic pain and genital bleeding, are serious due medical importance and required intervention and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Given their nature and implied temporal relationship, causal relationship with essure use cannot be excluded. Previously this case was assessed as non-incident. Upon monitoring of postings in FDA hosted docket website, it was detected that device removal was required (via hysterectomy) and seven months later, she was feeling almost normal again (recovered). Therefore, this case was upgraded to incident. Based on the available information, there is no relationship between the reported medical events and a quality defect.